Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. It was explanted and replaced. No adverse patient effects were reported. The lead was reportedly sent to the hospital pathology laboratory, and was not available for return to post market reliability analysis laboratory.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.